Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the date of explantation. The patient has postponed the explantation surgery. The relevant fields have been updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, deflation. Date of explantation: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/(B)(6) female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate plus profile prosthesis and experienced right-sided breast pain and deflation postoperatively. Due to the breast paint and smaller appearance of the patient¿s right breast, the patient had a consultation on (B)(6) 2021, and ultrasound was recommended. The ultrasound performed on unspecified date indicated right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350) on (B)(6) 2021.